Event description:
The catheter was placed in the pt's right internal jugular vein. During removal of the catheter, the sutures were being cut when the catheter separated. The catheter body remained in the pt and was not visible at the insertion site. An x-ray revealed the catheter body entered the pt's "svc". It was retrieved without any pt complication.